Event description:
Healthcare professional reported unknown side "suspicion of anaplastic large cell lymphoma." Pathological marker cd30+ has been received. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Continued h6: f2201 reason for reoperation: cd30+, alk- alcl.

Event description:
Medical staff reported through regulatory agency patient with anaplastic large cell lymphoma confirmed by lymphopath network and specific markers (cd30+, alk-). Further reported was examination of a capsular effusion in the left breast; 350cc of fluid was collected

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to "suspicion of anaplastic large cell lymphoma". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported unknown side "suspicion of anaplastic large cell lymphoma." Pathological marker cd30+ has been received. Device has been explanted.